Event description:
A customer in (B)(6) notified biomérieux of a potential false resistant result associated with vitek® 2 ast-n366 test kit (reference 421853). The customer reported that proteus mirabilis and sometimes morganella morganii, gave a high mic for ceftazidime. The customer repeated the strain and sometimes the ceftazidime results were the same (false resistant) or as expected. Result obtained for original testing: resistant. Result obtained with repeat testing: inconclusive. Result expected: susceptible. Alternate method used: etest® susceptible. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due false resistant ceftazidime results for proteus mirabilis urine strains from three (3) different patients associated with vitek® 2 ast-n366 card (ref. 421853) lot 8160736403. The customer indicated the strains were not available for the investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A quality review was performed and no additional action was deemed necessary related to this complaint. A review of all complaints against ast-n366 card lot 8160736403 did not indicate a trend for this card lot. Qs review of the most recent quarterly trend report, q1 2018, did not identify this complaint as a systemic quality issue. Vitek 2 ast-n366 lot # 8160736403 met final qc release criteria and passed qc performance testing.